Manufacturer narrative:
The device history record (DHR) for lot 5129u23qx was reviewed and no anomalies related to the reported issue were observed. The device was received for the evaluation, and the reported issue was not observed. The returned device was inflated with 30ml as per requirement. The balloon was able to be inflated and deflated as per normal function. There was no sign of leaking balloon during inflation and deflation test. The balloon was left inflated for 24 hours, and no leak was observed. A definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.

Manufacturer narrative:
The device history record (DHR) for lot 5129u23qx were reviewed and no anomalies related to the reported issue were observed. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to determine the root cause. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. We will continue to monitor reports and take actions as applicable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a leakage occurred during the balloon test with normal saline solution after the package was opened and before placement. There was no patient use.